Event description:
During review of the event history it was determined that the condition of failure code 568:320:654:0000 occurred on (B)(6) 2011 during delivery causing an interruption of delivery. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 6.13.90 categorized as remediated. .

Manufacturer narrative:
The condition of failure code 568:320:654:0000 was confirmed through the event history due to a pinched volume control wire. The volume control was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).